Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the sample evaluation a sheath fracture could be confirmed. The stent graft was found released and not returned and the outer sheath was found fractured which indicated that increased friction affected the system which led to high deployment force. No indication for a manufacturing related cause could be identified. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "if resistance is encountered removing the delivery system, it is recommended to remove the delivery system, introducer and guidewire as a single unit." Regarding preaparation the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment." (Expiry date - 07/2019). (Removed 1069 - break, added 1260 - fracture). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure of the axillary vein with access gained through the arm, the stent graft was allegedly difficult to deploy as the catheter allegedly broke at the proximal end. The stent graft was able to be deployed by pulling the catheter inch by inch. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure of the axillary vein with access gained through the arm, the stent graft was allegedly difficult to deploy as the catheter allegedly broke at the proximal end. The stent graft was able to be deployed by pulling the catheter inch by inch. There was no reported patient injury.